Event description:
It was reported to boston scientific corporation that the patient was implanted with an unknown mesh implant on an unknown date. According to the complainant, the patient experienced an unspecified injury. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.